Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown nexgen tibial tray, unknown. Unknown, unknown nexgen bearing, unknown. The event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02561, 0001822565-2018-02562.

Event description:
It was reported that a patient underwent an initial knee procedure on an unknown date. The revision surgery was due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were reviewed and revealed normal alignment of the knee arthroplasty. Minimal radiolucency at the cement hardware interfaces of the tibial component. Calcified loose bodies are noted within the joint space centrally and medially. No acute fracture is seen. No gross evidence for loosening. No definite evidence for infection and mild osteopenia is seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient was also experiencing pain and during revision it was noted the implants were well fixed. All products were removed and replaced with antibiotic cement spacer molds.